Manufacturer narrative:
According to the description of the event, a flexible drill shaft became bent during use. The product in question is available for an optical examination. The bending of the drill shaft occurred right at the middle of the spiral part. It is known that the malfunction with the drilling shaft occurred during use / intraoperatively. However, this had no health effect on the patient. Another product was used instead when the drill shaft became bent to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause be determined why the drill shaft bent during its use. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drill shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. Another factor that may favour such an issue is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error patterns "deformation of the instrument "in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "when setting up for drilling in the bone, the ic drill bit inevitably made contact with the surrounding soft tissue and bent immediately before the drilling could be carried out." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery.